Event description:
It was reported when using the bd pyxis medstation system, displayed an error message indicating that the system interface was down, resulting in the stations being out of service and preventing user login. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system interface was down, resulting in the stations being out of service. A technical support specialist checked the "in service" option in device settings to resolve the issue and confirmed that all stations were back in service. The system functioned as intended after the technical support specialist troubleshooted the device.